Event description:
The pt reported via stryker (B)(4) that they had an open reduction internal fixation (orif) operation to repair a broken collar bone. The exact date of the surgery is unk. It was also reported that during the operation one of the screws, which he believes to be manufactured by stryker, had sheared off while being tightened. Part of the screw remained lodged in the collar bone and was not removed by the surgeon. Seven weeks after surgery, he is now experiencing severe discomfort. X-ray showed that the screw part had migrated.

Manufacturer narrative:
Device remains implanted. Once the investigation has been completed any additional information will be reported in a supplemental report.